Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements and loss of capture (loc) approximately one week post implant. Ra lead outputs were increased and a lead revision was scheduled for a future date. Additional information was received that surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.